Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. No crack on reservoir compartment noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that there was crack on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and was returned for analysis.